Event description:
It was reported that when the package was opened, the monomer ampoule was empty and the inside of the package was discolored by leakage of monomer liquid. Another product was used to complete the surgery.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.